Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that pt suffered bodily injuries. Injuries and or symptoms include pelvic pain, infections, bleeding, pt sexual intercourse and recurrence of incontinence.